Event description:
The customer reported that hematology images in the centralink data management system did not match hematology images in the laboratory information system (lis) for the same patient. There were no reports of adverse health consequences or known patient intervention due to the incorrect hematology images in the lis.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc analyzed the instrument data and determined that the cause of hematology images not matching the hematology images for the same patient in the lis was due to user error. The tsc determined that the operator did not move the hematology image files in the lis file transfer protocol in a timely manner. The tsc instructed the customer to implement a scheduled routine script / batch to move the image files to another folder. The tsc determined that the centralink data management system was performing to specifications during the event. No further evaluation of the device is required.